Manufacturer narrative:
The certas valve was returned for evaluation. DHR review: lot 4739005 conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected, no defects noted. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. The catheter was irrigated, no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a v-p shunt revision surgery was scheduled after patient showed hydrocephalus symptoms after valve placement. During the procedure, the valve has no blood or appear to be obstructed. Valve was then tested using a manometer on the back table. Surgeon was not able to get any fluid to flow through the valve. The decision was made to replace valve with a new shunt valve on (B)(6) 2021.